Event description:
It was reported that the device reached elective replacement indicator (eri), however, early battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Product ID 694758 implantable tachy lead implanted: 2012 (B)(6); product ID 507153 implantable pacing lead implanted: 2012 (B)(6). (B)(6).